Manufacturer narrative:
The event of unexpected mode switch was confirmed. The device was received in bvvi mode with battery voltage above elective replacement indicator (eri). Analysis performed found memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing was unable to reproduce the backup mode. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, prior to an implant procedure, the device was interrogate and found to be in back up mode. The device was not used. There were no patient consequences.